Manufacturer narrative:
Based on the results of the investigation, the root cause of the loose/detached pump head was not determined. The water delivery functioned performed as expected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited looseness in the pump head, and it was detected. There was no patient involvement.